Event description:
It was reported that during the dressing with washing of the device to maintenance of the patency of the catheter, one noticed the leakage of fluid though the insertion site, without presence of blood material. There was also evidence of a lack of venous return. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.